Event description:
Information received by medtronic indicated that the user received the coaxial connector icon when attempting the first ablation. This was observed after the system integrity test. The issue resolved after tapping the cv4 valve and the cryoablation procedure was completed. There were no patient complications. Reportable following revision to regulatory reporting criteria.

Manufacturer narrative:
Technical support was notified of this occurrence. Upon review of complaint information, a service order was initiated to review the console performance on site. The reported issue has been confirmed through testing and through data analysis. For the console, replacement of the cv4 valve resolved the issue. The check valve was returned and failed the inspection due to presence of lubricant.